Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the green (+3.3 v) wire was open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the open wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the monitor prompted to call for service and displayed code 204. The patient was issued a replacement electrode belt.